Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 03/25/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported returning the needle due to malfunction in the safety feature, which does not close properly. On march 24,2025, the customer responded to the probing questions and confirmed that this issue was observed with a few needles, resulting in an employee injury. They further explained that when closing of the safety device, the needle tends to bend and pierce through the orange safety cover.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type, manufacturing site information (g1)" provided in the initial MDR 3014312726-2025-00070. The previously reported report type is adverse event and product problem was incorrect and manufacturing site information (g1) was also incorrect. The correct report type is product problem only and correct manufacturing site information (g1) is zhejiang kindly medical devices co., ltd.

Event description:
Customer reported returning the needle due to malfunction in the safety feature, which does not close properly. On (B)(6) 2025, the customer responded to the probing questions and confirmed that this issue was observed with a few needles, resulting in an employee injury. They further explained that when closing of the safety device, the needle tends to bend and pierce through the orange safety cover. Update: the customer confirmed that when closing of the safety device, the needle tends to bend and pierce through the orange safety cover. There was one incident where this resulted in a needlestick to an employee. No treatment was required.